Event description:
It was reported that balloon rupture occurred. A 3.0 x 20, 75cm mustang balloon catheter was selected for use. During preparation, it was noted that the balloon was ruptured and leak was noted, therefore it could not be inflated. Another balloon was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket/510(k): k103751, k110122.